Event description:
A surgeon reported unexpected postop refraction in a pt that received an intraocular lens (iol) implant. The association between this event and the iol is not known. Add'l info has been requested.